Manufacturer narrative:
Primary surgery: (B)(6) 2015. Scapular spine fracture probably in late 2015, diagnosed on CT in jan 2016. The case report form indicates this event is possibly related to devices and definitely related to procedure. This event report was received through clinical data collection activities. It was noted that on 8/29/2018, the fractured fully healed. Upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware or fracture. The fracture is now fully healed. The most likely cause of the reported event is the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that a patient experienced a scapular spine fracture in late 2015, it was diagnosed on a CT in (B)(6) 2016. The case report form indicates treatment was resolved on (B)(6) 2018. Fractured fully healed.